Manufacturer narrative:
The devices involved in this event (stent grafts) will not be returned for evaluation and remain implanted in the patient. The delivery system will not be returned as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024, with the implant of an alto stent graft system. The alto main body was delivered via the left access, but during polymer injection, incomplete fill occurred due to a kinked polymer path to the contralateral leg. The physician repositioned and manipulated, but full fill could not be achieved. Cannulation attempts via the crossover lumen were initially unsuccessful but eventually succeeded after inflating the integrated balloon, allowing access past the obstruction. Both contralateral and ipsilateral ovation ix limbs were implanted successfully. Final angiography showed no endoleaks, and the procedure was completed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative, incomplete polymer fill of the contralateral limb complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related to harms could not be determined. Pre-procedural planning identified the fourth half-ring of the contralateral limb positioned at a sharp infrarenal angulation, with a p2+40 diameter of 18.5 mm. This could have contributed to the incomplete polymer fill; however, could not conclusively be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.